Event description:
Boston scientific received information that during a generator replacement procedure, the right ventricular (rv) lead was displaying impedances measurements of 131 ohms. Normal impedances were noted when the lead was checked in the clinic. When the physician was extracting the lead, the insulation became damaged. The lead was subsequently surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.